Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had issues after upgrade of the machine and in critical override. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had issues after upgrade of the machine and in critical override. The technical support specialist (tss) connected to the affected station and verified that synchronization was current, confirmed the device was communicating with the new server, and noted the station had entered critical override mode. During the review, it was identified that the sfsicua med due now setting was configured 60 minutes higher than its sister stations due to settings not being copied correctly during the migration. It was understood that the project team had already been notified and the configuration issue had been corrected prior to follow-up. To remain mindful of the customer's concerns regarding other upgrade-related issues, tss opted to monitor the device for an additional day to determine whether the issue would recur. The system functioned as intended after the technical support specialist assessed the device.